Manufacturer narrative:
It was reported that whilst flushing the manifold as per mitigation particulate was noticed in the sterile field. All relevant equipment and manifold was discarded and new equipment was used for the procedure. The affected manifold was discarded and a new manifold was flushed and used. The patient is doing good. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Whilst flushing the manifold as per mitigation particulate was noticed in the sterile field. All relevant equipment and manifold was discarded and new equipment was used for the procedure.